Manufacturer narrative:
The serial number of the e801 analyzer is (B)(4). Calibration and controls were acceptable. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. False positive results can occur based on labeled assay sensitivity. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received questionable positive results for three patient samples tested with the elecsys hiv duo assay on a cobas e 801 analytical unit. The first sample initially resulted in an hiv duo value of 14.2 coi (reactive) and it repeated as 14.1 coi (reactive). The second sample initially resulted in an hiv duo value of 3.84 coi (reactive) on (B)(6) 2026 and it repeated as 2.36 coi (reactive) on (B)(6) 2026. The third sample initially resulted in an hiv duo value of 1.14 coi (reactive) on (B)(6) 2026 and it repeated as 1.13 coi (reactive) on (B)(6) 2026. It was stated that one of the patient samples was tested using an immunochromatography method and it had a reactive result. It was asked, but it is not known which of the three complained samples was tested using this method.